Manufacturer narrative:
Method: sample has not yet been received, but was reported to be available. Results: without the actual product, an analysis cannot be conducted. Conclusions: the sample will be evaluated when received and a follow-up report will be filed.

Event description:
Procedure: unknown. Cathplace: unknown. Patient has a portion of the tubing left in her incision after the tubing broke. Patient wants to have the portion of catheter removed. Although she did not remove the catheter, doctor will attempt removal at a later date. Date of event: unknown.